Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. No damage was found on adjacent parts. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test. The event caused partially or wholly by the user of the device including sample handling. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the 8mm maryland bipolar forceps instrument rubber was burnt around the tip. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the customer has no additional information.